Event description:
Subsequent to the initially filed report, the following information was received: the suture of only one proglide device was pre-placed; however, a suture break occurred during knot advancement which resulted in the use of manual compression. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017- failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The perclose proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to a14f and the tavi procedure was completed. Reportedly, when the suture of a proglide device was being tightened, the suture broke. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.